Event description:
PICC was placed bedside by IV team in 2009. A portable chest x-ray was obtained. At about 5 days later, the pt had a venous ultrasound of her arm due to left arm pain. This showed a linear filling defect in the axillary vein suspicious for retained catheter. The pt also had a chest x-ray that showed a 7 cm in length linear density overlying the region of the left subclavian and axillary vein. There is an additional curvilinear density overlying the proximal left upper arm measuring 7.5 cm in length. Ir successfully retrieved the wire fragments left behind from the PICC placement.